Event description:
It was reported that the patient presented for an implantable cardioverter-defibrillator (ICD) generator change. On review of device history, pump power was noted to have increased to 16.4 watts, and a low-speed advisory was observed. Log files were sent for review. The event log contained multiple power/flow elevations. These events did not appear to be the result of equipment malfunction. Additionally, the log contained 2 low speed operation events on (B)(6) 2026 at 09:44. The pump speed appeared to have dropped down to 8320 rpms before resuming normal pump set speed. There was a small area where breakdown was seen. X-rays were completed. There was a small spot where thinning of the shielding was seen, and rescue tape was applied. There was concern for an early short to shield. Per the patient's spouse, the pump alarmed at 09:44 at night on (B)(6) 2026 and noted that this was happening for about a month always at night before going to bed. The cause of the elevated pump power and low speed was believed to be due to short-to-shield. The patient was issued a power module and an ungrounded power module-to-patient cable. No further events were recorded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.